Manufacturer narrative:
Device manufacture date: the device manufacture date was incorrectly documented in the initial report. The device manufacture date has been updated from 11/3/2009 to 5/8/2008. The UDI has been updated accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that it passed all operational specification. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor of the handpiece device was generating a metal on metal scraping sound; and had a slight vibration that was expected from a worn out and broken motor. It was further reported that the device did not trigger any of the error codes designed to alert the user that it was faulty. The event did not occur during surgery. There were no delays to a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.